Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found a trace registration with 2.2 mm registration accuracy with good trace pattern. Unable to assess navigation accuracy. Unable to determine probable cause without further information since the behavior cannot be replicated. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection. It was reported that the navigation was inaccurate by 5 mm anterior/posterior. Adding additional reference points did not resolve the issue. Surgeon opted to complete the procedure despite the inaccuracy. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.